Manufacturer narrative:
Additional, changed, and/or corrected data: b5.

Manufacturer narrative:
The impella device was not received from the customer and therefore,¿an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿assess access site for bleeding and hematoma.¿ ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿

Event description:
The user facility reported a 73-year-old female undergoing cardiac surgery was implanted with an impella device for mechanical circulatory support. The complainant reported that soon after impella cp was placed in the cath lab as the patient was waking up, the patient moved abruptly, and hematoma developed. The physician held pressure, replaced forward tension sutures, and redressed access site. One unit of blood was given.